Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2367 alarm (fail safe shutdown) occurred on the homechoice (hc) machine during dwell 1 of 4. The home patient (hp) stated he was not sure what alarm occurred prior to the se 2367. The baxter technical service representative (tsr) instructed the hp to enter the alarm log and found no other alarm had occurred previous to the se 2367. The cause of the alarm was not determined. The tsr advised the hp to start over with all new supplies and assisted the hp to remove the cassette.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.